Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a knee scope procedure the mdu was not working and the cord became very hot to the touch. The procedure was completed with a backup device of the same model. No injuries or complications were noted as a result.

Manufacturer narrative:
One powermax elite motor drive unit, part number 72200616 was received on april 10, 2017 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint of power cord overheating could not be confirmed. Product's power cord did not overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu motor or power cord overheat or become noisy. All functions perform as expected. No problem found. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on december of 2014 and had not been previously returned for service. No containment or corrective actions are recommended at this time.